Manufacturer narrative:
Three 72202599 5.5mm twinfix ultra peek products were returned for evaluation. These were packed in one box. There were eventually three complaints opened for these devices. They are not serialized product. The evaluation will be shared with all complaints. The complaints stated: ¿it was reported that the anchor was broken.¿ the devices are used. Visual inspection showed that two of the three anchors had been fractured from torque/force. Distal threads are rolled and burnished. The excess torque extended to the inserter hex shaft fork. All tines were either flared out or bent in the same direction, but still attached. Symptoms indicate loss of axial alignment, excess torque and possible orientation issues. Departure from correct orientation location combined with continued torque may allow the inserter forks to twist within the anchor. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device was confirmed. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor was broken. A backup device was used to complete the surgery. No significant delay or patient injury reported.